Event description:
It was reported that the patient¿s device may be in overdischarge. The last charge was about one month ago, and at that time the patient was able to get 4 coupling bars and charged to half full. The patient last felt stimulation last week. The patient programmer was not able to communicate, which programmer needed new batteries, after replacing was displaying the poor communication screen. It was confirmed that the recharger was for a different device and needed to upgrade software. Subsequent information received indicated patient programmer was for the patient's device. The patient was instructed to use the antenna locate feature, which she did and was now charging. It was also reported that the patient was unable to adjust stimulation, as there was a por (power on reset) condition. Clearing the por was reviewed with the patient. Further information received reported that no error code accompanied the por and not sure of the cause of the por. The patient did regain the ability to recharge the device. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 74001, lot# n305353, implanted: (B)(6) 2012, product type adapter; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient. (B)(4).